Event description:
The patient was brought into the clinic for evaluation, however a cause of the high impedance was unable to be determined. At this time they will continue to monitor the patient and the pacemaker and another manufacturer's right ventricular (rv) lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that another alert from the remote home monitoring system was observed due to continued high and out of range pacing impedance measurements for the pacemaker and another manufacturer's right ventricular (rv) the lead safety switch (lss) was triggered due to the high out of range impedances of greater than 2000 ohms. The lss changed the polarity from bipolar to unipolar configuration. Boston scientific technical services (ts) was consulted and suggested bringing the patient in to reset back to bipolar and attempt to determine cause of the high impedance measurements. Further review of the patient's information by ts noted true pacemaker mediated tachycardia (pmt) events. Ts also suggested reviewing for possible retrograde conduction. At this time the pacemaker and rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the patient was brought into the office and isometric testing was performed. The in office interrogation revealed normal impedance measurements. The cause of the high out of range impedance measurements for the pacemaker and another manufacturer's rv lead remain unknown. No programming changes were made and the pacemaker and rv lead remain in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitor issued an alert for a high out of range impedance measurement on the pacemaker and another manufacturer's right ventricular (rv) lead. Oversensing of noise was also observed. Boston scientific technical services (ts) suggested bringing the patient in for further evaluation. At this time the pacemaker and rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the another lead safety switch was observed on the remote home monitoring system due to high out of range pacing impedance measurements for the pacemaker and another manufacturer's rv lead. This indicates that at some point the rv lead was reprogrammed from unipolar sensing back to bipolar. Oversensing of noise due to unipolar sensing also continued to be observed. It was noted that the x-ray which was previously suggested had not yet occurred. Boston scientific technical services (ts) suggested programming unipolar pacing and bipolar sensing and continue to monitor. The clinic stated that the patient would be brought into the clinic in the future for an interrogation. The rv lead and pacemaker remain in service and no adverse patient effects were reported.